Manufacturer narrative:
This lot was manufactured february 24, 2017 ¿ february 27, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor had leaked. The product had leaked out and the inside looked crystallized. The device was filled with an unspecified volume of solution containing 3950mg of flourourcil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between (B)(4) 2017 and (B)(4) 2017. The device was received for evaluation containing approximately 114 ml of fluid in the bladder. During visual inspection, white drug residue was observed at the blue winged luer cap. The blue winged luer cap was noted to be slightly untightened. Functional leak testing was performed by filling the device with green colored water and the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was monitored for 24 hours. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.